Manufacturer narrative:
November 2018 bimonthly asr report exemption e2013025 the total number of events for product classification code otp is 12. Qty 2- avaulta plus biosynthetic support system- anterior, sterile qty 1- avaulta plus biosynthetic support system- posterior, sterile qty 6- avaulta solo biosynthetic support system- anterior, sterile qty 3- avaulta solo biosynthetic support system- posterior, sterile h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
November 2018 bimonthly asr.

Manufacturer narrative:
November 2018 bimonthly asr report exemption e2013025 original reporting time frame: september 1, 2018 through october 31, 2018 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
N/a